Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(6) 2006 to (B)(6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B)(4). There are 29 events associated with this event type (device did not function as expected and product code jwh).

Event description:
Device did not function as expected. It was reported, "insert failed to lock, another was gotten from nearby hospital and locked down correctly. About 15 minutes delay."